Event description:
Event description boston scientific, crm received information that this cardiac resynchronization therapy defibrillator (crt-d) device reached elective replacement indicator (eri) after 28 months. The monitoring voltage was reported to be 2.42 v with a charge time of 14 seconds. All chambers were programmed to 2.4 v at 0.5 ms, and the patient has not received any shocks. Premature battery depletion was suspected and the previous monitoring voltage was noted to have been 2.62 v. This device is part of the advisory population described in the physician communication on june 23, 2005. The device was explanted and a new crt-d was implanted without further complication. No adverse patient effects were reported.